Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by pain and cloudy effluent. The breach in aseptic technique was described as the patient "found a strand of their own hair in between the administration port and tubing." It was reported that the patient went to the emergency room for the event and was treated with unspecified antibiotics (for 22 days, dose, route and frequency not reported) for peritonitis. At the tome of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.